Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, to load the clip, the handle was squeezed but sometimes loading could be completed and sometimes loading could not be completed. The handle was attempted to be squeezed several times outside the cavity and loading was able to be completed. However, when the handle was squeezed again, loading was able to be completed, and when attempted several times outside the cavity, loading was able to be completed. The device was not used in patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: there were no clips remaining in the shaft. No abnormalities were observed. Functionally the interlock failed to engage. The instrument was disassembled but no abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore. The root cause of the observed condition could not be identified based on the information available due to the interlock not engaging; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. If information is provided in the future, a supplemental report will be issued.